Manufacturer narrative:
(B)(4). Batch # m54p9a. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: please clarify how staples of the proximal end were malformed; however it was reported that the device could not be fired at the first firing. This is not clear. --- no information.

Event description:
It was reported that during a semi-open unknown procedure, an instrument loading the reported the device could not be fired at the first firing. The deployed staples of the proximal end were malformed. Another cartridge was loaded into the same instrument and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tcr75 reload was received with the proximal 5 drivers up and the swing tab missing, making the reload nonfunctional. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.